Event description:
It was reported that during a shoulder procedure using a 1.8mm q-fix all suture anchor, the sutures broke off upon tensioning. The implant was abandoned in the patient and a new bone hole was drilled to complete the procedure using a different artc device. There were no significant delays or patient complications as a result of this event.